Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a bruise under the vibration box of the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The physician advised the patient to move the equipment off the bruise. Follow up indicated that the bruise had improved.